Event description:
Facility equipment technical supervisor reported a pt experienced a cardiac arrest while receiving hemodialysis on the baxter 1550 device. Healthcare professionals do not contribute this event to the baxter device. Pt recently underwent open heart surgery. No further info was available regarding this event.